Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: multiple loss of prime 162 warnings were observed in the black box with low non zero force. Loss of prime was duplicated during investigation. During the load step, the piston pushed up until cartridge was empty. Force calibration failed testing. The force sensor was removed and tested; the resistance value was found to be in specification. Contamination was found on force sensor plate. The remaining steps were unable to verified steps due to prime issue. The returned battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.